Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the branch dissecting part, when the harvester was about to cauterize the branch the cutting tool didn't work. The harvester did the saline test. There was no smoke observed and no intermittent tone. The cord, adaptor, and power supply were inspected prior to use. Power setting at 3. The procedure was completed with a new device. There was no delay. There was no patient harm.